Manufacturer narrative:
The front bezel was replaced to resolve the reported problem. The customer then communicated the touchscreen is operable. Although the nav-ring was inoperable, the customer is still able to manipulate device settings using the touchscreen. Due to this new information, this complaint is no longer reportable. There is no indication that the event reported is likely to cause or contribute to a death/permanent impairment/serious injury.

Event description:
Philips received a complaint from customer biomed reporting a navigation ring failure on the v60 ventilator. The device was not in clinical use. There was no report of harm. Onsite service will be dispatched to evaluate and repair the unit. The investigation is ongoing.